Event description:
It was reported to baxter UK that the home choice machine alarmed during drain 1. The home patient (hp) was connected to the machine. When fill 1 started, hp disconnected and went to the restroom. Hp never stopped therapy nor did he close the clamps. Fluid leaked all over the floor where he let the patient line sit. Hp connected back up. There were no clinical consequences for the patient were reported. There were no reports of patient injury, medical intervention, or adverse events.

Manufacturer narrative:
(B)(4). (B)(6). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Per baxter labeling, users are instructed that clamps on any lines must be closed when temporarily disconnecting from therapy and to press stop on the machine. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.